Event description:
The pt experienced shocking or jolting on 2 separate occasions. She was in her car adjusting her radio when the shocking occurred. An ipod was on her lap. The pt was at home and had turned stimulation off to prevent being shocked again. Additional info had been requested. A follow-up report will be submitted if additional info becomes available.